Event description:
A malfunction alarm was reported, indicated by malfunction code "malf 0". There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support provided information on how to reset the pump, assisted with the reset, and confirmed that the issue did not recur afterward. The customer was instructed to continue using the pump and to call back if any malfunction code reoccurs, which the caller acknowledged and understood.